Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In october 2006, the patient had essure (ess205) inserted. In january 2016 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: essure placement date oct 2006 and removal date jan 2016 were approximated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure ((B)(6)) inserted. Essure ((B)(6)) was removed in (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy (laparoscopic) and salpingectomy (bilateral)). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure ((B)(6)) administration. The reporter commented: essure placement date oct 2006 and removal date jan 2016 were approximated. Impact on life style was reported. Quality-safety evaluation of ptc: for essure ((B)(6)): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy and bilateral salpingectomy") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: essure placement date (B)(6) 2006 and removal date (B)(6) 2016 were approximated. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"). In a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2016. An unknown time later, she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy (laparoscopic) and salpingectomy (bilateral)). At the time of the report, the outcomes for these events were unknown. The reporter considered, abnormal uterine bleeding and pelvic pain to be related to essure (ess205) administration. The reporter commented: essure placement date (B)(6) 2006. And removal date (B)(6) 2016 were approximated. Impact on life style was reported. Quality safety evaluation of ptc: for essure (ess205), no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023, the follow information were included: new events: pelvic pain and abnormal uterine bleeding added, non-drug treatment, essure removal via hysterectomy (laparoscopic) and salpingectomy (bilateral) added on pelvic pain female. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.